Event description:
It was reported that this patient had an increase in seizures. The patient was also hospitalized for a seizure on (B)(6) 2011. The patient underwent prophylactic generator replacement on (B)(6) 2012. Attempts for product return will be made. Attempts to obtain any additional information have been unsuccessful to date.

Event description:
Additional information was received that the patient's explanted devices could not be returned for product analysis without patient consent.

Event description:
Additional information was received on (B)(6), 2012 from the surgeon's office reporting that the patient only underwent generator replacement. The lead was reported to be in excellent condition and did not need to be replaced.operative notes dated (B)(4) 2012 were also received on (B)(4) 2012 with the patient's post-operation settings.

Event description:
A fax was received from the physician's office on (B)(6) 2012, with additional information. The patient began to experience an increase in seizures in (B)(6) 2011. No causal or contributory programming or medication changes preceded the onset of the increased seizures. Vns revision was performed as an intervention for the increased seizures. No patient manipulation or trauma occurred that is believed to have caused/contributed to the increased seizures. The patient is not having more seizures than she was prior to being implanted with vns. The relation of the increased seizures to vns is unknown.